Event description:
It was reported that the patient underwent surgery for lumbar decompression and tlif. During expansion of the cage in the disc space, the distraction plug broke into two pieces. All pieces of the implant were retrieved. There were no patient complications associated with the event.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.